Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was experiencing diaphragmatic stimulation. This lv lead was explanted and replaced. New lead was implanted in a different position. Should additional information become available, this file will be updated.